Manufacturer narrative:
Conclusion -the surgeon clamped the device resulting in a tear. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and / or fragment retention in the wound." The specific lot number involved is not known. International affiliate reports the following: lot: 45966isp, mfg date: 05/07/2007 exp date: 06/30/2012; lot: 45936isp, mfg date: 05/01/2007 exp date: 06/30/2012. Lot: 46015isp, mfg date: 05/17/2007 exp date: 06/30/2012. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batches met all finished goods release criteria.

Event description:
International customer reports that the surgeon clamped the device with forceps resulting in a tear and subsequent insufficient drainage. No adverse patient consequences were reported.